Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation cannot be confirmed. The cause of the event cannot be determined; however, patient factors and progression of valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a bioprosthetic valve implanted approximately six years underwent valve-in-valve procedure due to stenosis and regurgitation. A 26mm transcatheter valve was implanted inside the bioprosthetic valve. Patient outcome is good.

Manufacturer narrative:
H10. Additional manufacturer narrative: this event was found to be duplicate report. Please refer to MDR report number 2015691-2020-10442 for investigation associated with this event.

Event description:
Edwards received information patient underwent valve-in-valve procedure due to stenosis and regurgitation. A 26mm transcatheter valve was implanted inside the surgical valve. Patient outcome was good.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the information received the cause cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event.